Event description:
This is a case, which was reported to baxter (B)(4) on 16 jun 2010 by (B)(6) involving a 12 foot extension set multilingual (product code r5c4464c, lot number h10b16117). The reporter states that a nurse received a telephone call from a home patient indicating that during set up, the patient was trying to connect two drain lines together when her hand slipped as the patient had difficulty connecting the lines and the spike badly cut the patient's hand. A physician was called and managed to stem the bleeding. The patient was returning to the peritoneal dialysis (pd) nurse on (B)(6) 2010 for a dressing change on the hand. It has been confirmed that the patient is ok at this time. The sample is not available as it has been discarded. No further information is available.

Manufacturer narrative:
(B)(4). The sample is not available as it has been discarded. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "handpiece not recognized" (device displays error message). The customer reported the handpiece was not recognized by the system. The system was switched out and the handpiece primed and tuned. The case was completed as planned. No pt injury was reported.

Manufacturer narrative:
(B)(4). A manufacturing batch record review of the lot involved was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.